Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Inspected unit error and fault logs, found repeated instances of fault 115 from address space tts. Per service manual, replaced executive processor board and reloaded b.17 software. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen turned off and shutdown with an internal communications error. Unit was immediately restarted and worked well, it was switched out for another unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.